Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. It was reported that power port 1 of the controller was loose. The controller, con103460 was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log files analysis revealed one controller power-up with their associated motor start event were logged on 03-05-2017 at 19:17:49 hours. These events are indicative that both power sources were disconnected from controller. Since these were a double disconnect and the controller was power down there no alarms or faults status recorded. Failure analysis of the returned device revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 connector. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. The manufacturer has an open internal investigation to evaluate the anomalies of loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the ventricular assist device (vad) equipment manager that the patient was seen in clinic for routine visit. It was stated that the patient reported that the controller had power port 1 that was loose within controller housing. It was stated that the log files were sent. Patient also reported that he experienced a "brief double power disconnect" on (B)(6) 2017 while changing power sources and due to the loose connection. It was stated that the log files confirmed a double power disconnect. The controller was exchange and it was stated that the patient tolerated well. There were also no symptoms reported. New controller was issued to patient and there was no effect on the patient documented in the event. No additional information available.